Manufacturer narrative:
Stryker evaluated the device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's display was missing the energy level setting option. In this state, the device may not be able to deliver appropriate energy to the patient if needed. There was no patient use associated with the reported event.